Event description:
Rn notified covidien that on 04/30/2013 she was monitoring a pt in radiology and she obtained low readings, spo2 in the 40s. No pt harm reported.

Manufacturer narrative:
Covidien reference number; (B)(4). Covidien attempted to obtain further details but customer stated no additional information was available.